Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was determined to be due to the depleted battery. Further root cause of depleted battery could not be established. The customer has been provided with replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it was needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.